Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the hp052 handpiece kept locking out and producing a solid tone. They tried tightening, then changing the lcsc5, but it didn't help. Co changed handpieces and continued the procedure with no problems. There was no consequence to the patient.